Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a movement artifact. Boston scientific technical services (ts) was contacted, and ts helped troubleshoot. Ts was later contacted again for programming suggestions because r-waves were too low, and auto set-up was not passing in any vectors. Chest x-rays were performed the month before when smart pass had been disabled, and the physician felt s-ICD system placement was the same as at implant. The s-ICD was re-programmed to a secondary sensing configuration and tachy therapy programmed off. They plan to re-evaluate and possibly change to a transvenous system at a later date. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a movement artifact. Boston scientific technical services (ts) was contacted, and ts helped troubleshoot. Ts was later contacted again for programming suggestions because r-waves were too low, and auto set-up was not passing in any vectors. Chest x-rays were performed the month before when smart pass had been disabled, and the physician felt s-ICD system placement was the same as at implant. The s-ICD was re-programmed to a secondary sensing configuration and tachy therapy programmed off. They plan to re-evaluate and possibly change to a transvenous system at a later date. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted for therapy optimization purposes. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a movement artifact. Boston scientific technical services (ts) was contacted, and ts helped troubleshoot. Ts was later contacted again for programming suggestions because r-waves were too low, and auto set-up was not passing in any vectors. Chest x-rays were performed the month before when smart pass had been disabled, and the physician felt s-ICD system placement was the same as at implant. The s-ICD was re-programmed to a secondary sensing configuration and tachy therapy programmed off. They plan to re-evaluate and possibly change to a transvenous system at a later date. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted for therapy optimization purposes. No additional adverse patient effects were reported.